Manufacturer narrative:
PMA/510(k): this product is manufactured in the u.s. But not marketed in the u.s. (B)(4). Claim#: (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 13.2mm vticmo13.2, -10.5/+3.5/080 (sphere/cylinder/axis) implantable collamer lens into the patient's left eye (os) on (B)(6) 2021. The patient experienced elevated intraocular pressure and pigment dispersion. It was reporter that intraocular pressure was taper down to 12mmhg. Per updated information intraocular pressure is controlling and improving and doctor continues to monitor patient. The cause of the event was reported as unknown. If additional information is received a supplemental medwatch report will be submitted.

Manufacturer narrative:
B5- "it was also reported hta the patient had a grand mal seizure in the immediate pot operative period on a background of a history of seizure five years previously." Should be added to the initial MDR. Claim # (B)(4).